Manufacturer narrative:
Additional information was received indicating the device was explanted. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequently, the device was returned for analysis. Upon receipt at our post market quality assurance laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after 37 months of implant. There was a concern the battery depleted prematurely. No adverse patient effects were reported.